Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the atrial lead exhibited an electrical anomalies. A fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.